Event description:
A talent stent graft system was implanted for the endovascular treatment of an aneurysm in zone 3 that was a 5 cm in diameter and 4 cm in length saccular thoracic aorta aneurysm and seven months later two additional stent grafts were implanted in the patient. The proximal thoracic aorta diameter was 32 mm, and the aneurysm was 4 cm below the top of the aortic arch. There was mild calcification throughout the vessels. There was no thrombosis. The one month CT demonstrated that the aneurysm was 5 cm in diameter. The CT from three months revealed that there was no aneurysm expansion. The seven month CT revealed that the aortic aneurysm was 7.5 cm in diameter and may have an infection. The patient had a fever, administration of antibiotics reduced the fever. Administering antibiotics for treatment of fever, and crp level was decreased to 0.9mg/dl. New aneurysm was found inside proximal aneurysm and additional treatment was given. After that it was continued administering antibiotics, but patient got sepsis and he was expired. The cause of death was sepsis. The relevant device was not removed so that it was unable to be determined the relationship between infection and stent graft. As a result, it was decided to be unknown the causality between them. Considering that the patient is diabetic and is susceptible to infection. However, it appeared seven months later from tevar and it seemed to be no stent graft infection. However the physician is unable to be confirm or denied the relationship of the infection to the stent graft clearly. And it is unable to be determined the direct cause.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, infection), (cause of events unknown), incorrect technique/procedure (implanting stent graft in zone 1). Conclusion: (cause of events unknown), off ¿label, unapproved or contraindicated use (implanting stent graft in zone 1).